Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's wife reported that her husband was experiencing hypoglycaemia and she called the paramedics. The paramedics tested the patient's blood glucose level and got the following results within 15 minutes: 4.2 mmol/l (patient's meter) and 1.4 mmol/l (paramedics' professional meter). The patient received a wine gum from his wife and felt better afterwards.